Event description:
It was reported that a spectrum iq pump display was not working during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an white screen at power up occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor board. The processor board requires replacement to address this issue. During evaluation the device had low audio. The cause was identified to be a loose speaker. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.